Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/20/24 a beta bionics clinical diabetes specialist (cds) was made aware by a healthcare provider (hcp) that an ilet user experienced a low blood glucose (bg) requiring assistance to treat. The exact event date was not reported. The hcp reported the event occurred after the user announced a usual meal but ate a salad and was later found on the floor by nursing home staff. Following the event, the user was off the ilet but was restarted on the device on (B)(6) 2024. The cds planned to visit the nursing home for retraining on (B)(6) 2024 or (B)(6) 2024. Multiple further attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.